Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and severely tortuous vessel below the knee. The 2.0x40mm sterling balloon was inflated three times to about 10atm and ruptured at 10atm on the third inflation. The device was removed intact. The procedure was completed with another of the same device. There were no reported patient complications and the patient's status is good.